Manufacturer narrative:
(B)(4). Manufacturer's method, results, conclusion - manufacturer evaluation / investigation pending product return.

Event description:
Customer reports unspecified lab system inr 3.8 vs protime microcoagulation system inr 2.3 obtained the following morning. One day later, protime microcoagulation system inr 2.9 vs doctor's unspecified point of care test system inr 3.8. No report of adverse events, serious injury, or intervention.